Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue was not established as no product or logs were returned and limited information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp was inserted via the right axillary/subclavian artery in a 74-year-old male patient presenting with acute myocardial infarction and cardiogenic shock (ami/cgs) in scai stage a shock. During support, the clinical team reported hemolysis, identified by red tinged foley/urine output, with no known anatomic cardiac abnormalities. Pump position was confirmed as appropriate on imaging. The patient remained hemodynamically stable, and the device was not removed due to the event. No allegations of device malfunction were made, and no device related console abnormalities were reported. Hemolysis is a known potential risk of impella cp therapy and may occur despite correct positioning. Other contributing clinical factors were not identified. The patient ultimately survived to explant and was bridged to additional mechanical circulatory support. Based on the available information, the hemolysis appears clinically associated with impella support rather than a device malfunction, as the pump was functioning appropriately and positioned correctly; final device involvement cannot be fully assessed because the pump was discarded and could not be returned for evaluation, but no evidence suggests a structural or performance failure.